Event description:
It was reported the pt was reprogrammed several times but never experienced effective stimulation. It was reported the pt's pain pattern has changed and the new pain could not be covered with the existing lead. F/u revealed the pt's scs system was explanted. References MFR report #1627487-2013-02437 for the ipg report.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.